Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform a failure analysis. The integrated electrosurgical unit (iesu) was analyzed but failure was not reproduced. The unit was energized and cauterized and all ports recognized instruments. There were multiple c- errors in the error log. The unit had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition. The complaint was confirmed based on the field evaluation but not during failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted malignant hysterectomy surgical procedure, the erbe integrated electro surgical unit (iesu) encountered error c-82. Intuitive surgical, inc. (Isi) technical support engineer (tse) checked logs and verified c-82 and also c-83. The isi tse requested the nurse to restart iesu, and the customer did so but errors came back after powering up. The isi tse informed the customer that erbe was not useable in that state and asked if they could use the vision side cart (vsc) from another system, but the customer was unaware. The isi tse could not confirm if the customer had force triad esu. The customer stated the surgery could be converted to open.